Manufacturer narrative:
Continuation of concomitant medical products: product ID 3889-28, lot# va198yw, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) during an intraoperative procedure regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a manufacturer representative (rep) that the patient had a retained lead tip on the right side and that it was just the electrode portion of the lead as the tines had been removed. The rep¿s reason for calling during the surgery had been an informational request to inquire about placement of the new lead. The rep was advised on the information they had requested and as they were in the operating room and couldn't answer any more questions while on the phone, patient services e-mailed the representative for more information on the same day of the call. The rep replied to the inquiry regarding the abandoned lead tip and the new lead that was being placed that the previous lead was being replaced because impedance was not in parameters. The rep noted the patient had stated they fell but that they couldn¿t recall the exact date and the rep reported that reprogramming did not help. The rep reported the lead was explanted on (B)(6) 2019 and the tip was left in place. The rep indicated again their reason for calling was to ask a technical question. There were no further complications reported/anticipated. Additional information was received from a manufacturer representative (rep) on (B)(6) 2019. The rep reported they were not sure if the impedance was high or low, just that the impedance was highlighted. In response to the inquiry of cause for the impedance not being in parameter, the rep replied that the health care physician (hcp) felt like the fall could be why the impedance was off and the impact that the fall had on the system was that the impedance was "off". The rep reported the impedances were not resolved and in regards to the inquiry of the status of the device, the rep replied that the lead was explanted minus the tip and the battery and that they were discarded by the hospital. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va198yw, implanted: (B)(6) 2016, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported in response to the inquiry if impedance being off was resolved with the new system that the new system was to replaced the old due to due impedances being off and suspected so due to a patient fall. For further clarification, the rep reported that the older lead was being removed by the health care physician (hcp) appropriately when the tip broke off. The tip was then intentionally left and the new lead placed but not near the older lead tip. The rep clarified that the tip that broke off was beyond the anterior sacrum edge and thus it was deemed too risky to try to retrieve it. There were no further complications reported/anticipated.